Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report not able to be reviewed as no lot number was provided.

Event description:
It was reported that during a procedure, when introducing the clamp into the trocar, pieces of the device shaft were detached from the instrument into the abdominal cavity . Additional information was requested regarding the patient status and further details, but no further information was available.

Manufacturer narrative:
The device was returned to the manufacturer with contaminants present consistent with patient contact and use in the field. The visual inspection noted visible damage to its sheath with underlying metal visible. Minor pieces of the sheath were missing, and as a result, the device failed its insulation test. As the device was used, and there was no indication whether compatibility of the products were examined before use, or the device was introduced at an angle, which could cause damage - as instructed and cautioned by the instructions for use - no conclusion as to the root cause of the damage to the sheath is determined.